Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device: (B)(4).

Event description:
On (B)(6), 2010, the pt underwent a debranching of the brachiocephalic, left common carotid and subclavian artery using vascular grafts. The pt was then treated for a thoracic aortic aneurysm, implanting two gore tag thoracic endoprostheses. A zenith graft was implanted subsequently in the abdominal aorta to repair an abdominal aortic aneurysm. Post procedure on (B)(6), 2010, the pt presented with paraplegia. The pt is steadily recovering and as of (B)(6), 2010, had regained sensation in his lower extremities, and was able to move both legs.